Event description:
It was reported that patient presented to the emergency room with syncope. Upon interrogation, the pulse generator exhibited a capture anomaly. After reprogramming, the device resumed normal function. Patient was stable following programming changes.

Manufacturer narrative:
(B)(4).